Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings:evaluation revealed that the keypad is peeling from the base. There was no other damage to the keypad. All of the keypad buttons are intermittently unresponsive. Investigators removed the keypad and contamination was found under all key contacts. A dim, pink display was found. Evaluation also revealed a cracked battery compartment in two places: near the top and below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment, a dim, pink display and contamination under the buttons. This report is made based on results of investigation completed on (B)(6) 2015.